Manufacturer narrative:
Current control, there is a luer taper inspection at the molding first piece inspection per mqa-014/ax and luer taper inspection at the eclipse hub in-process inspection per mfg-043/aa. Actual sample was not received for further investigation. Root cause could not be determined. The complaint will be re-opened and re-investigated when sample is received.

Event description:
It was reported that bd needle eclipse 25x5/8 syringe needle connectivity issue. It was reported by customer that after injection to patient, nurse removed needle from the patient. Nurse attempted to engage the safety cover, and the needle disconnected from the syringe causing it to fly and land on the top of the other hand resulting in a needle stick to nurse. Rcc received a complaint via email. After injection to patient, nurse removed needle from the patient. Nurse attempted to engage the safety cover, and the needle disconnected from the syringe causing it to fly and land on the top of the other hand resulting in a needle stick to nurse.